Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix, which prohibited testing of the helix mechanism. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was explanted due to an unknown product performance issue. Further information revealed the system was electively explanted due to endocarditis and an unfavorable patient reaction.